Event description:
The facility contacted baxter on april 9, 2009, to report the following: a male patient was diagnosed with peritonitis the month prior, after the minicap unexpectedly came off the pt's transfer set, exposing the catheter. This was a new pt and this was his first peritoneal dialysis therapy. The pt presented with cloudy effluent. A peritoneal dialysis effluent analysis was done that day, showing a leukocyte count of 200 and identified the causative organism to be staphyloccocus albus. An analysis done the next day, showed a leukocyte count of 400 and one done the following day, showed a leukocyte count of 500. The pt was given 1 gram of vancomycin and 1.5 grams of ceftazidime (regime and route unk) on event day. There was no exit site or tunnel infection reported and although it was reported that the pt does not routinely reuse supplies, he was retrained on proper procedure. There has been no other report of peritonitis within 4 weeks of this report. The sample is not available and the pt outcome is unk. No further information is available.

Manufacturer narrative:
The actual sample was not available for evaluation.